Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-02714. It was reported the pt had experienced some falls and felt the falls could be related to the stimulation. She allegedly used programs with high frequencies and stated these made her leg feel like it was asleep. The sjm representative reprogrammed the pt to address the issue. It was reported the pt will undergo a CT scan to evaluate whether the pt sustained any injuries from the falls. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.